Event description:
It was reported that during an unk procedure, the cannulae were cracked on both devices. There were some little pieces of plastic that had fallen into the pt, but were retrieved to the surgeon's knowledge. The case was completed with the devices and no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.